Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
Reporter stated the infusion tube became disconnected from the infusion device when she was sleeping, and she felt wetness and woke up. The tube had been in use for 3 days, and she reconnected the tube and continued to use the product. No adverse event was reported. The infusion set was requested for evaluation.